Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed. Additional information received: the procedure was an open pericardial fenestration. The blade tip was broken off and fell on the pericardium when the device was used for dissection of the calcified pericardium. The broken pieces were retrieved with the forceps.

Event description:
It was reported that during a coronary procedure, device was used then the blade tip was broken off but the broken pieces were not left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2018. Batch # p94g1x. The device was returned with the blade scratched and cracked and not broke off as reported. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. The device will stop activating and displays an alert screen, when the blade becomes damaged. Probable causes of blade damage, including breakage, are external cause contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.